Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 23-mar-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 3 was failed. A field service engineer (fse) found that the drawer sensor reflective tape was smudgy, so the fse cleaned the reflective tape secured all the cables on the control printed circuit board (pcb) and verified that the latch was opening closing properly. Then tested for proper operation through hardware test application (hta). The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, drawer 3 was failed to stay closed. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.